Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the maximum and minimum levels showing at the station got zeroed out. A technical support specialist informed the customer that the user could obtain the required data by running the enterprise server report in the device activity log. The tss filtered the results and reviewed entries with the activity type inventory par maximum quantity and the action remove, which returned four instances the maximum pend was set to zero. The tss provided the customer with the requested data and confirmed that no additional information was needed and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es im-amc user experienced reoccurred issues with minimum and maximum (par level) values reverting to 0/0 despite being updated. For example, users observed yesterday that all pockets for atropine syringes had reset to 0/0, resulted on a stock-out while two patients required the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.